Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a settings issue with their onetouch ultralink meter. Further details could not be obtained as the reporter was transferred to a rep from medtronic. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.